Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4) we received one used, empty easypump ii lt 270-54-s without packaging. The provided sample was subjected to a visual inspection. We detected a crack in the lli-cone of the filling port at the sample. After opening the big white top cap we detected solution at the filling port (lli-cone). We detected no solution (liquid) and no residues of medicine drug at the patient connector. Additionally the pump was filled with nacl 0.9 % up to the nominal value (270 ml) and a functional test respectively a leak test was carried out. After opening the clamp clip and starting the pump and waiting for 60 minutes the pump did not work (solution was not running). After these 60 minutes leakages were not detected at the sample. Because the sample is blocked a too fast flow (as described by the customer) could not be determined at the sample. Device history record (DHR): reviewed the DHR and no abnormality observed for this defect during in-process and at final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in france): pump-flow rate-fast